Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went inoperable and generated a safety valve open message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found multiple errors indicating gas conditioning, pressure solenoid (psol) and flow errors. The se could not duplicate the errors. The se replaced the pneumatic interface printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.